Event description:
It was reported the doctor found the tissue dilator was bent at the tip when advancing the dilator over the guidewire. No patient harm reported. A new device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image of a dilator. The customer returned one dilator for analysis. Visual analysis of the returned dilator revealed the tip was split and frayed. The dilator also appeared slightly bent. This damage is consistent with undue force being applied to the dilator during an attempted insertion. Microscopic examination confirmed the damage to the dilator tip and revealed evidence of use within the dilator tip. The dilator body length from the hub to the distal tip 7 3/4" which is within the specification of 7 3/4"-8" per the dilator product drawing. The dilator outer diameter measured 0.185" which is within the specification limits of 0.185" per the dilator product drawing. The dilator inner diameter at the proximal end measured .041" which is within the specification of 0.040"-0.042" per the dilator product drawing. A lab inventory guide wire with a diameter of .038" was passed through the distal end of the returned dilator. Minor resistance was encountered due to the damage at the dilator tip; however, the guide wire was able to pass though the dilator. Performed per the instructions for use provided with the kit which states "insert tissue dilator into sheath until dilator cap folds over valve housing and secures dilator onto sheath assembly". A device history record review was performed, and no relevant findings were identified. The IFU provided in the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding. Do not over advance tissue dilator." The customer report of a damaged dilator tip was able to be confirmed via complaint investigation of the returned sample. Visual examination revealed that the dilator tip was split and frayed at the distal tip. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The returned dilator met all relevant functional/dimensional requirements, and a device history record review performed with no relevant findings. Based on the results of this investigation and the customer report that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the doctor found the tissue dilator was bent at the tip when advancing the dilator over the guidewire. No patient harm reported. A new device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a damaged dilator was able to be confirmed by the photo. The image revealed the 14fr dilator to contain one bend in the center of its body. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the doctor found the tissue dilator was bent at the tip when advancing the dilator over the guidewire. No patient harm reported. A new device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).